Event description:
Treatment of a paraophthalmic ica (internal carotid artery) aneurysm. After advancing the pipeline through a tortuous anatomy, it was reported that the physician attempted to deploy the pipeline in a portion of the artery that was quite straight. Upon deployment of the pipeline, the distal segment could not be released from the capture coil. The pipeline eventually released from the capture coil with some manipulation. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).